Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient stated using both hands to pump the device, causing him pain. The patient did not want to have another surgical procedure but during a visit to the physician it was indicated that "something is not right". An upcoming physician visit was reported. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided.